Event description:
This lead was explanted due to dislodgement. The physician chose not to replace this lead because of patient anatomy. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection a bend in the lead¿s distal part was noted. Bending the distal part requires the presence of mechanical stress. Tensile forces during surgery should be taken into consideration. During further analysis, no other deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, a bend in the lead¿s distal part was noted. There was no sign of a material or manufacturing problem.